Event description:
Service technicians at the manufacturer, while performing incoming inspection on freedom driver s/n (B)(6), observed that the pca had a cracked scotch yoke. Device was not in patient use at time of complaint.